Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, auto lead diagnostic shows average ventricular impedance slightly increasing throughout record from an average around 1000 ohms to an average around 1100 ohms. Ventricular capture management (vcm) trend shows average ventricular unipolar threshold slowly increasing from 0.875 volts in (B)(6) 2013 to 1.5 volts in (B)(6) 2014. No ventricular open circuit pacing or short circuit pace counts were logged. (B)(4).

Event description:
It was further reported that ventricular pacing polarity changed to unipolar occurred, and the rv pacing lead exhibited varying/unstable thresholds.

Event description:
It was reported that the implantable pacing lead (ipl) exhibited high thresholds, and high impedance with a suspected fracture. The ipl was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.